Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b3 (remove erroneous date from initial report), h6: impact code, component code, type of investigation and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had an initial total knee arthroplasty. The implant date was not provided. The planned revision has not been reported as of this date. There was no other patient/medical information or device information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Manufacturer narrative:
Additional information - the initial surgery results were found through research by engineering. Concomitants -product information: left knee: 6377163 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; 6408804 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t; 6504985 200-07-32 - advanced patella 32mm 3 peg implant right knee: 5952594 200-07-32 - advanced patella 32mm 3 peg implant; 6433934 02-020-11-0330 - truliant ps cem fem ps cem right sz 3; 6474265 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. H6. Investigation results - there is no specific truliant device information provided or the knee affected. The cause of the patient's condition and planned revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
H10: d10: additional information: the initial ebi surgery results were found through research by engineering. Concomitants -product information: left knee: 6377163 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; 6408804 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t; 6504985 200-07-32 - advanced patella 32mm 3 peg implant right knee: 5952594 200-07-32 - advanced patella 32mm 3 peg implant; 6433934 02-020-11-0330 - truliant ps cem fem ps cem right sz 3; 6474265 02-022-45-3020 - truliant tib fit tray cem sz 3f/2t. H6. Investigation results: there is no specific truliant device information provided or the knee affected. The cause of the patient's condition and planned revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h11 information regarding the reason for the adverse event was not provided. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause, in addition to any potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for these products has been altered; therefore, no further risk analysis will be performed. However, this event will be included in complaint trending per (B)(4) complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional relevant information be received concerning this event, the complaint investigation will be re-opened and actions will be taken as appropriate.